Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by via email that while using a ar-2326pslc-1, 3.9mm peek swivelock, the surgeon was shuttling the anchor to the hole and the eyelet broke off. This was discovered during use and the patient was involve. To complete the procedure, another anchor has been use.